Event description:
Literature was reviewed regarding 3d printing from transesophageal echocardiography for planning mitral valve paravalvular leak closure.  Multiple manufacturer¿s devices were implanted in the study population of eight patients; one patient was implanted with a medtronic hancock ii bioprosthetic mitral valve.  Patient #1 was noted with paravalvular leak (pvl) around the hancock ii mitral valve.  Subsequently the patient underwent surgical intervention with implant a non-medtronic occluder to resolve the pvl.  The patient was noted as alive at one-year post-intervention.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: jedrzejek et al. 3d printing from transesophageal echocardiography for planning mitral paravalvular leak closure - feasibility study. Postepy kardiol inter wencyjnej. 2023 sep;19(3):270-276. Doi: 10.5114/aic.2023.131481. Epub 2023 sep 27. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.